Event description:
The hub separated from the catheter shaft one week after insertion. The device was removed as previously intended and no other catheter was inserted. Photo images were provided but very limited information was available at the time of this report. There was no adverse effect to the patient and the device was discarded by the hospital.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
The complaint device was not returned for investigation, however, a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), and trends was conducted during the investigation. Incoming quality control performs an inspection, ensuring the hub is securely molded to the tubing. In addition, the quality control personnel check the hub for excessive flash, discoloration, and deformities pinched or smashed tubing around the proximal end. There is also a 100% confirmation of the proximal end of catheter and correct fitting. The security of the fitting is also verified. A review of production records and engineering controls revealed all were within normal operating ranges. The device is supplied with an instructions for use (IFU), which describes the appropriate uses, warnings and precautions, and placement techniques. Based on the information provided, a definitive root cause cannot be determined for this complaint. We have notified appropriate personnel and will continue to monitor for similar events. Per the conclusion of the quality engineering risk assessment, no further action is required.